Manufacturer narrative:
Per tandem's user guide, "if the occlusion alarm occurs during bolus delivery, after tapping close, a screen will appear letting you know how much of the requested bolus was delivered before the occlusion alarm. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider's instructions for managing potential or confirmed occlusions. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider's instructions for managing potential or confirmed occlusions. The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Additionally, multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue, but did not resume insulin delivery. Customer's blood glucose rose to 489mg/dl. The customer went to the emergency room and was treated with fluids and insulin drip. Seven to eight hours later, the customer was admitted to the hospital and treated with potassium and additional insulin drip. The customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.